Manufacturer narrative:
Evaluated 1 open/used reservoir. Inspected reservoir's o-rings/stopper groove for anomalies. None were found. Ran basal, bolus leaking test per (B)(4) as follows: reservoir filled with diluent, and connected to a new infusion set. Installed reservoir and connector into a paradigm pump. Conclusion: reservoir not occluded and it does not leak. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on october 8, 2018 due to a low blood glucose of 2.8 mmol/l. Blood glucose at the time of the call was unknown. The caller did not mention how they treated. The caller did not mention any symptoms. The customer was wearing the insulin pump at the time of the incident. The caller stated the pump was delivering unprogrammed boluses. Troubleshooting was not completed as the caller declined. The insulin pump will be not be returned for analysis.